Manufacturer narrative:
The field service engineer (fse) followed up with the reporter and confirmed that the reported issue was not an actual map shift. The real issue was that the physician conducted an insufficient amount of fast anatomical mapping (fam). Therefore, the issue is defined as user related. System is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ¿ left ablation procedure with a carto 3 and a map shift was noted on the carto 3 system. There were no error messages on the carto 3 system, no patch sensor errors, and the patient did not move. There was no cardioversion performed. They created a map with the optrell catheter, and the map shift was noticed when applying radiofrequency (rf) energy with a qdot micro catheter. There was no patient consequence.